Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported reset and power failures. The power supply assembly was replaced due to an open technical service update to the device, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power supply assembly was further evaluated in the failure analysis center. The power pcb assembly within the supply assembly was observed to have process residue on filters fl4 and fl10 which does cause an issue with the dc power. Even though the process residue was observed, it is not conclusive if this was the cause of the reported reset and power failures.

Event description:
The customer, a biomed, contacted physio-control to report that he was investigating a report of their device resetting when attempting to power the unit off. The biomed stated that when he pressed and held down the on button to turn the unit off, the device would power down momentarily before turning back on again. The only way he was able to power the unit off was to unplugged the unit from it's ac power source and remove the internal battery. He then reinstalled the battery and plugged the unit back into the ac power source, but the unit would no longer power on. There were was not a service indicator present, nor were there event codes in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.